Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 23 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient developed atrial fibrillation (af). Intravenous amiodarone was administered and the rhythm converted back to sinus rhythm. The valve remains implanted. (Clinical study patient (B)(6)).